Event description:
It has been reported that the examination room monitor was not powering on . The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the examination room monitor was not powering on. Upon functional testing it is identified that the mcs 5vdc dvi power board need to be replaced. Fse replaced the mcs 5vdc dvi power board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.